Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that no kinks were observed along the length of the catheter. Fluid was leaking from an open hole in the sheath assembly (just right below the y-manifold/leg) 94.0 cm from the distal tip end when the catheter was flushed. During image characterization testing, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that an imaging catheter was unable to flush. During procedure, an atlantis¿ pv imaging catheter was used. However, it was reported that the atlantis¿ pv was unable to flush. The imaging catheter never entered the patient's body. The procedure was completed with another of the same atlantis¿ pv imaging catheter. No patient complications were reported. However, device analysis revealed an open hole in the sheath assembly.